Manufacturer narrative:
Device evaluation: the original folding carton, patient stickers, patient ID card, and dfu were received. No complaint lens was received; therefore, no product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 model intraocular lens (iol) had bent haptic which was partially inserted and removed from patient''s left eye. Incision was enlarged to removed the lens from patient''s eye. The procedure was completed successfully using a replacement lens, same model and diopter. There was no patient injury. The patient was doing great the day after. No further information provided.